Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 on patient's behalf to report a hardware error code displayed on receiver on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and passed. The device passed a charge and boot test. The data log was downloaded and retrieved. The data was log was reviewed and errors related to the complaint were observed on the issue date. A global receiver functional test was performed and passed. A pairing test was performed and passed. The complaint confirmation of a hardware error could not be confirmed. The root cause could not be determined.